Event description:
It was reported that a revision surgery was performed due to dislocation.

Manufacturer narrative:
The affected r3 multi hole acetabular shell, oxinium head and anthology porous plus standard offset stem were not returned for evaluation. A clinical evaluation noted that no clinical relevant documents will be provided to conduct a thorough medical assessment. Therefore, no medical assessment is warranted at this time. The impact to the patient beyond the revision cannot be concluded. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.